Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. During processing of this complaint, attempts were made to obtain complete reported information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 03 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the foreign material may have been unremoved because the device was not reprocessed properly because the brush could not pass from the suction cylinder. However, a definite root cause that led to the malfunction could not be identified. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope exhibited a blocked instrument channel, due to foreign object found in channel. The issue occurred during reprocessing. There were no reports of patient involvement.